Event description:
This rv lead was implanted on (B)(6) 2017 and still remains implanted at this time. In a product experience report received on (B)(6) 2018, this lead exhibited impedance with the rate of >2000 ohms. There were no episodes due to noise have been restored in device memory, both sensing and pct are stable and no lead damage observed. The physician was dr.(B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).